Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a gripper actuation issue. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. A restricted posterior leaflet was present. An ntw clip was inserted, but it was observed that one of the grippers only lowered to 120 degrees. Troubleshooting was performed, but the issue continued. Therefore, the physician decided to remove and replace the clip. One clip was then successfully implanted, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
In this case, the returned device analysis could not confirm the reported difficult gripper actuation issue as both grippers were able to lower and raise as intended. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on the information reviewed, a cause for the reported difficult gripper actuation issue could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.